Manufacturer narrative:
On july 4, 2025, a philips field service engineer (fse) returned to the customer site, and found that just replacing the mainboard of the monitor resolved the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philip field service engineer (fse) went to the customer site. The fse tested the device and the same result occurred, after turning off and removing the battery. The fse determined that the speaker assembly and main board should be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a component failure. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E: reporting information: (B)(6).

Event description:
Philips received a complaint on an intellivue x3 device indicating that there was a speaker malfunction and there was no sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.